Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the shoulder pack clip was broken prior to use. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Date received by MFR of prior report is 2017-12-13. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was a patient pack with the broken clip.

Manufacturer narrative:
The patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Failure analysis of the returned unit revealed that the left side plastic strap clip (front view) of the inner bag was broken from the strap of the inner pack. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the reported event for the carrying case lot # 1282086 was confirmed during the visual inspection process. It was observed that the left side plastic strap clip (front view) of the inner bag was broken from the strap of the inner pack. Because of this the controller might not be secured and be allowed to move around the inside of the inner pack. If information is provided in the future, a supplemental report will be issued.